Event description:
It was reported that the patient presented post-implant procedure. Upon device interrogation, the leadless pacemaker exhibited loss of capture. Fluoroscopy imaging showed that the device had dislodged. The device was successfully retrieved. The patient's condition was unknown.